Event description:
It was reported that the customer had low blood glucose levels over the weekend. Customer's blood glucose level was 307 mg/dl. Customer treated with the pump. Customer's blood glucose at the time of the event was 43 mg/dl. Customer stated that she has been more active and her basal rates were changed by the health care professional on 09/25. Customer stated that the basal rates were decreased. Customer was not admitted as an inpatient for medical treatment. Customer was advised to monitor the pump and call back if issues persist.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.